Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer¿s blood glucose level was 134 mg/dl. Customer will continue to use current pump.